Event description:
It was found during investigation that the reported cassette not properly attached error was confirmed and the defective downstream occlusion sensor was identified. There was no patient involvement, and no patient harm.

Manufacturer narrative:
One suspect pump was returned for evaluation. Upon reviewing the event history log (ehl), the reported error code was noted. The service history record was reviewed. Visual and functional tests were performed on the returned device. Upon visual inspection, damage to the battery compartment, upstream occlusion (uso) seal buckling, cassette error code was noted. The downstream occlusion (dso) sensor, and the latch sensor was found to be defective upon functional testing. The probable cause of the reported problem is defective dso sensor. Replaced dso sensor and seal, latch lock, latch handle, and latch flex sensor. The device passed all functional tests after the repair.